Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: extension. Product ID: 3387s-40, lot# va0ak26, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot# va08uvg, implanted: (B)(6)2013, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer and health care provider via a company representative reported the patient presented with inflammation round the pocket and stated he had facial swelling. The health care provider noticed the infection as soon as he made an incision at the site of pocket. The entire deep brain stimulator (dbs) system was removed due to infection. A drain was inserted in conjunction with antibiotics. It was unknown if issue was resolved at time of reported. The indications for use for this patient were parkinson's dual and movement disorders.